Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) on the belt clip rail and pump error 63- hardware low level failures. The customer reported no adverse event. The event involved product(s) mmt-1810. Troubleshooting was performed and the customer was able to clear the error and fill cannula delivery test was successful. The error table did not indicate that pump should be replaced and pump passed self test. No harm requiring medical intervention was reported. The customer would discontinue the use of the device. The product mmt-1810 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
P-cap locked properly during testing. Pump powered up properly upon battery installation. Unit successfully passed displacement test and self test. Unit was successfully downloaded to thump. Verified consecutive pump error 63 alarms (line number 147 file number 2017) in the adapt tool fault main error log. Per software engineer log it was determined that pump error 63 was caused by twi interface on main/motor processor. Isolate to electronic assembly. No moisture damage found to the pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: cracked keypad overlay at select button, stained keypad overlay, and pillowing keypad overlay. Pump error 63 alarms confirmed in pump download history. Isolate to electronic assembly. Cosmetic damages were confirmed when cracked keypad overlay at select button was observed, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.